Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient describes area as itchy, red, bleeding blotches. Patient reports allergy to metal. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed sonia lotion for the skin irritation. Follow up indicated that the lotion helped the skin irritation to improve.